Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that details for this emdr report were already submitted in report # (B)(4), this record contains duplicate information. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provide.

Event description:
It was reported that this right atrial (ra) lead was attempted but not implanted as this lead fractured. No adverse patient effects were reported.